Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported unknown side "tissue expander was inserted upside down". Device remains implanted.